Event description:
Inbound; patient reported no disposable clamp tubing alarm on cadd legacy pump with cassette lot 4196398, expiration 09/21/2026, turning pump off and on and cleaning metal sensor did not resolve alarm, patient unable to switch to backup pump as she sent backup pump back to accredo by accident. Instructed to make new cassette. Pump with new cassette infusing without issue. No further details provided.